Event description:
It was reported that after successfully placing a stent in the distal cx, a second stent was positioned in a proximal lesion. During deployment it was noted that the system was loosing pressure. The physician quickly went up to 14 atm to adequately deploy the stent. Upon deflation noted a dissection distal to this stent (between the two sents). A third stent was placed between the two stents overlapping the two stents on both sides to treat the dissection with a nice result. Some staining remained after placement of last stent. No pt injury was reported. No other info provided.